Manufacturer narrative:
Patient identifier, age and date of birth, gender and weight not provided. Event date not provided.

Event description:
Doctor indicated during implant surgery he was unable to screw the healing abutment into the implant. Doctor completed the procedure with another healing abutment.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and two related complaints were found for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: information identified: zimmer dental: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The complainant indicated that ¿during implant surgery, doctor was unable to screw the healing abutment into the implant¿. The complaint could not be verified, as the products were not returned for inspection. A root cause for the reported complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).